Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. An infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 15-jan-2021 it was reported the patient had been unable to start duopa therapy due to complications of peg-j surgery. Patient was hospitalized (B)(6) 2020 to (B)(6) 2020 and then discharged to a rehabilitation (rehab) facility from (B)(6) 2020 until (B)(6) 2020. It was reported the patient experienced an abscess between the stomach and the stoma site. The patient was treated with numerous antibiotics for the abscess and the patient also underwent a jackson pratt (jp) drainage system via interventional radiology. The patient also developed c-diff (clostridium difficile) while hospitalized. He was treated with antibiotic vancomycin four times daily. The event of c-diff resolved prior to transfer to rehab. It was reported the peg-j tubes remained in place during hospitalization and rehab. At time of report the event of abscess is recovering and patient still has the jp drain in place. The patient was able to start duopa therapy (B)(6) 2021.